Event description:
Stem loosening after 12 months. A revision surgery was planned and performed on (B)(6) 2012.

Manufacturer narrative:
Document review: amistem h femoral stem size 7 std - (B)(4) / lot 104685 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) stems belonging to this lot have been already implanted and no incidents have been reported up to now. Medacta requested the opinion of an expert consultant: he checked the x-rays and, in his opinion, the stem was undersized and, moreover, a better solution would have been a cemented stem. From the data collected, the cause of the loosening is unk and we do not have evidences that the event is device related; this is a known complication of thr.